Manufacturer narrative:
No medwatch form was received the reported sensing anomaly could not be confirmed in the laboratory. Automated electrical and bench testing found no anomalies. The device passed all testing.

Event description:
It was reported that the device exhibited a sensing anomaly.